Event description:
Customer reported that the insulin pump drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unable to perform the occlusion, excessive no delivery alarm tests due to prime fill anomaly. Unit had missing end cap sticker. However, unit passed the displacement test.